Manufacturer narrative:
The event date is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The patient slept on their left side, and this is where the ipg was implanted. To address the issue, the physician relocated the same ipg to the patient¿s right side on (B)(6) 2020, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.